Event description:
It was reported that this pacemaker was explanted due to being in safety mode. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product will not be returned to boston scientific for further analysis.